Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter with serial # (B)(6) and no manufacturing anomalies were found.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour next one meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
No information was captured as the customer's weight was not provided.